Manufacturer narrative:
This report is submitted on august 28, 2019.

Event description:
Per the clinic, the patient developed infections around the implant abutment. Steroid and antibiotics were prescribed to clear the infections.